Event description:
A baxter representative reported an infusion pump with a triple alarm found during service. The hospital representative stated they have no record ofany patient incident involving the pump since the last baxter service event. No additional contact information was provided.